Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: reported date from (B)(6) 2016 is overwritten, current black box shows one unexplained por event on (B)(6) 2016. The battery compartment is cracked at threads on the side. Returned battery cap is undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring, ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation, unable to duplicate ¿power¿ complaint. Moisture corrosion is observed in the battery canister: leak test failed due a battery compartment leak, the pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the power pcb-the bolus button cover is torn but the bolus button responds properly.